Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon of review of the electrograms (egms) the physician suspected the proximal and distal terminal ends of the right ventricular (rv) lead were reversed in the header of the cardiac resynchronization therapy defibrillator (crt-d). It was noted that over two years ago the clinic noticed a morphology difference which lead to the thought that the pins might be switched. Defibrillation threshold (dft) testing was considered but never performed. At this time a revision procedure was performed where the reversed pins were confirmed. The lead pins were reversed to the appropriate positions and the entire system remains in service. No additional adverse patient effects were reported.